Event description:
It was reported that a replacement ilet exhibited an unresponsive or freezing sleep/wake button that delayed unlocking and screen access, and a replacement device was shipped after troubleshooting and education were completed. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no medical intervention. Investigation included customer interview, product history review, and review of complaint information. Investigation of this case revealed a hardware malfunction associated with the sleep/wake button. It was concluded that the device experienced a mechanical or electrical failure of the wake interface without patient harm.